Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: it was reported issues with air-in-line alarms due to ¿champagne bubbles. Air-in-line alarm, tubing has bubbles.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that they reported issues with air in line due to "champagne bubbles could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: it was reported issues with air-in-line alarms due to ¿champagne bubbles. Air-in-line alarm, tubing has bubbles.